Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and cardiac arrest. The blood glucose reading was 600 mg/dl. The customer stated that a few hours prior, the insulin pump was jumping around from one screen to the next without giving information. She stated that she changed the battery, but the device was stuck on the utilities screen. She reported that the act button did not allow her to proceed forward from that screen, and when she would set the device down for a while, it would advance to some other screen on its own. She also reported that the insulin pump alarmed button error. She agreed to call back later after she went to the emergency room, as advised, in order to troubleshoot for the button error alarm and other issues. Nothing further reported.